Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6),

Event description:
It was reported that a catheter issue occurred. A 15mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. While loading the catheter on the guidewire, the guidewire punctured the guidewire lumen and came out the distal end of the catheter. The catheter did not enter the patient, and the procedure was completed with a different device.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the inner lumen was stretched 4.7cm from the distal tip and that the extrusion was perforated 5.2cm from the tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. The device could not be loaded on a 0.014 inches test guidewire due to the damaged inner lumen.

Event description:
Reportable based on the additional information received on 19nov2025. It was reported that a catheter issue occurred. A 15mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. While loading the catheter on the guidewire, the guidewire punctured the guidewire lumen and came out the distal end of the catheter. The catheter did not enter the patient, and the procedure was completed with a different device.